Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for c-reactive protein gen.3 (crpl3). The erroneous result was reported outside of the laboratory. The initial result at 1:30 p.m. Was 0.5 mg/l. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated at 4:07 p.m. And the result was 267.8 mg/l. No adverse event occurred. The crpl3 reagent lot number was 138549. The expiration date was not provided. Calibration and quality controls were acceptable. The field service engineer (fse) visited the customer site and checked the instrument. The fse found nothing to correct. Based on a review of the reaction curve, no reaction is observed for the initial result. The most likely reason for the low result was due to no sample being discharged to the cuvette. Based on a review of the alarm trace, 108 abnormal sample aspiration alarms were recorded for a 3 week period prior to this event. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. It is not likely that there is an issue with the instrument or the reagent. The most likely root cause of the erroneous low result is related to a sample quality issue related to pre-analytics as shown by the sample aspiration alarms that had been occurring for the past 3 weeks.